Manufacturer narrative:
The reported event, saw is getting really hot, was confirmed. The bearings were noisy and worn and the output shaft assembly and hood assembly were stripped. The armature was observed to be worn and the brushes were worn. The bearings, hood, output shaft assembly, armature, and brushes were replaced along with other worn components and the repaired device was returned to the customer after passing the final inspection.

Event description:
It was reported that the cast cutter was overheating during a cast removal procedure at user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.